Manufacturer narrative:
On jan 17, 2020 the suspect medical device was updated from ln 03p68-31 lot 69365un18 to architect c4000 analyzer ln 02p24-40 sn (B)(6) , both manufacturered in irving, texas. Sections d1, d2, d4 were updated to document this change. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative inspected the instrument, drained the degasser cannister, cleaned the water bath, manually cleaned the cuvettes, rebuilt the vacuum pump, and replaced a dirty/clogged water bath check valve. The issue was resolved by replacing the check valve, water bath fill (part number 7-203638-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result on the architect c4000 analyzer. The following data was provided: initial 9.5 mg/dl, repeat 2.1. There was no impact to patient management reported.